Manufacturer narrative:
The involved device was returned and evaluated. Visual inspection confirmed that the safety cover did not shield the inner needle tip. The safety cover was inspected using a microscope and no defect or deformation was found. The safety cover from the actual sample was combined with a reserve sample catheter. Performance testing was conducted by repeatedly removing the inner needle 10 times. It confirmed that the safety cover activated properly and shielded the inner needle correctly. A review of the device history record revealed no manufacturing or inspection related anomalies. A review of the device history record confirmed there were no production related problems for this product code and lot number. Based on the evaluation of the actual sample, there is no indication that these events were related to a device defect or malfunction. The findings suggest that the actual sample's inner needle was removed at an extreme angle, rotation and/or reinsertion of the inner needle into the catheter after the safety cover was activated. Device labeling does address the potential for such an event in the instructions-for-use by statements such as: (1) "for certain activation of the safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating too quickly" and (2) "do not reinsert the inner needle into the catheter." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a medical staff employee suffered a needle stick as a result of the safety cover not activating properly when the inner needle was removed from the catheter. Reportedly there was no patient involvement. No additional information was provided by the user facility.